Event description:
The facility reported the table crashed/collapsed in which the base section of the table fell to its lowest height from a raised position. First incident occurred to the daughter of a pt, resulting in a loud noise that alerted the staff. (B)(6) then operated the table up and down a few seconds, and sat on the front right corner of the table top. The table then collapsed again from an estimated height of 5-6 inches. During the second collapse, the foot control was on the floor, and not being operated. (B)(6) did not hear the motor run or any mechanical whirring before the collapse. She estimated that it fell as soon as she put her full weight on the top; the table did not hold position before it fell. There was nothing plugged into the table's receptacles and no hyfrecator is in use in the office.